Event description:
Taxol was found leaking through air filter of set more than once. Rptr called co, co had recently upgraded set and had had other reports of leaking. Suggested solution was to use another's co's universal adapter pin with set and use cover of spike to cap the air filter.